Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 336 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, corrections were delivered.

Manufacturer narrative:
The soft cannula was observed to be kinked. It is unknown how or when this damage to the soft cannula occurred. Though the soft cannula was kinked, insulin was able to freely flow through the fluid path when the ratchet gear was manually advanced. The device generated an 0x69 alarm, indicating that an occlusion was detected. No timeouts or drive stalls were seen in the download data. The device was reset and activated with a pdm. The device did not replicate the alarm during a 5 unit bolus and insulin was observed to freely exit the distal tip of the soft cannula. Inspection of the device found no issues that would contribute to the hazard alarm. The cause of the alarm could not be conclusively determined.